Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation, there was resistance noted during removal of a 2.75 x 33mm xience prime stent delivery system from the dispenser hoop coil. Once removed it was noted that the tip was flared. The guide wire was already inserted into the anatomy, yet the device was not being loaded on the guide wire or inserted in the anatomy. Another same size stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device returned for analysis. The reported difficult to remove was unable to be confirmed. The reported collapsed/flared tip was unable to be confirmed however there was noted flared stent damage. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Manipulation to remove the device resulted in the reported collapse tip/noted flared stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.